Event description:
Boston scientific received information that during the elective procedure to replace the patient¿s pacemaker, the terminal pin of this right ventricular (rv) lead was separated. Additional information from a field representative revealed that the terminal pin separation was probably caused after removing this rv lead from the device header. Additionally, the separated pin was removed along with the old pacemaker and the rest of this rv lead body was surgically abandoned. This rv lead was no longer in service and a new competitor lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.